Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with clear foreign material on the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration. The actuation and cut functionality of the returned probe were unable to be tested due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Couple gouge marks were observed at the bend area. Resistance felt when removing the inner cutter from the needle. Actuation was retested with probe driver and found to be conforming. White crystal foreign material was observed on the o-ring in the needle holder. The sample was sent for particle lab for analysis. The observed foreign material was analyzed using micro fourier transform infrared spectroscopy and was found to most closely match polydimethylsiloxane. The material was then isolated and analyzed using an energy dispersive x-ray spectrometer (eds). The analysis of the material identifies carbon, oxygen, sodium, magnesium, silicon, sulfur, chlorine, potassium, iron and zinc. The spectra, elements, and visual characteristics suggest the white material is mix of silicone oil and salts. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to no presence of the inner cutter in the port. The complaint evaluation does not confirm the probe had an aspiration failure. The observed no presence of the inner cutter port could be a potential contributor factor for the reported cut failure at the time the event was observed. The exact root cause for the no presence of the inner cutter in the port cannot be determined from the evaluation performed. The analysis of the foreign material observed on the returned sample suggested that the material was silicone oil and salts. Silicone oil is an element used in the manufacturing process of the reported product and dried salts are no used in manufacturing. How and when the foreign material became present cannot be determined from this evaluation. However, the most likely source of the salts is from surgical material. The reported aspiration failure was not confirmed, the reported cut failure was unable to be confirmed and no action has been taken by the manufacturing site as an exact root cause for the observed no presence of the inner cutter port could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy head was not cutting and had no aspiration during vitrectomy surgery. Surgery was completed by replacing with another probe. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).